Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1, d4 (model #, catalog#, primary UDI#, and expiration date). Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The pads were received outside of any pouch and were mated face to face. A visual inspection was performed, and it was discovered that one of the pads did not have gel covering the tin. The pads passed a continuity test, were tested with a defib analyzer, and a rhythm was able to be detected on the defibrillator. Evaluation of the retained electrodes did not reveal any irregularities that would have contributed to the reported event. It's important to mention; loss of ECG can be caused by factors outside of a device malfunction such as poor coupling. Poor coupling can be caused by various factors including but not limited to electrode placement, poor patient preparation, or poor contact between the pad and patient. No trend is associated with reports of this type.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and d4 (expiration date). Evaluation: the actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, a lot number of the pads was provided. An investigation was conducted on retained samples of CPR stat*padz hvp multi-function CPR electrodes, lot 3323c for the customer's report. A visual inspection of the retained samples did not find any discrepancies. The retained samples were tested and passed. Testing includes but not limited to impedance testing, electrical testing, defib shock testing using a simulator. At no time during the evaluation did the pads stop displaying ECG. The device history record was reviewed and passed. Based on the evaluation of the retained samples it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to detect these attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.